Manufacturer narrative:
The lead is in use for treatment. The lead remains in service, therefore it will not be returned for analysis. As a result, the clinical observation could not be confirmed. The lead remains implanted for approximately 26 years, 7 months. Based upon the implant date of this lead (1991), the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this device for complaint trends. Per qa permanent pacing lead final inspection procedure, the device is verified 100 percent for electrical and visual function. As stated in the manufacturing procedure. "Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. Note: on py leads, use helix to connector pin as contact. "D" dimensions (is-1 connectors): measure d dimension using optical comparator. Tubing inspection and criteria: all tubing will be inspected according to procedure "criteria/inspection of polyurethane and silicone tubing". The electrodes should be clean and have no adhesive or other residue. Electrodes should be smooth and free of scratches. (Check with z foam dampened with alcohol.)" The py series instructions for use (IFU) informs the user of long term clinical experience for acute and chronic data measurements for sensing threshold and impedance. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer's representative reported they wanted to review the vtachy episode with technical services (ts) as there appeared to be rv (right ventricular) loss of capture. The event that was reviewed was from (B)(6), but ts noted in the call log there were two other events on (B)(6). You mentioned that the patient had a tia on (B)(6) and were questioning if that may have impacted thresholds. It was recommended to perform isometrics and pocket manipulation.